Manufacturer narrative:
The initial reporter was hospital engineer. Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - volista standop. It was stated and confirmed by photographic evidence that there was a crack on fork that could lead to the fall of paint particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.